Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced infusion set still had blue safety guard when inserted within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 428 mg/dl, therefore patient had received correction bolus via pump. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.